Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an infusion set cannula kinked event on (B)(6) 2024 . Event was occurred after 3 or more hours of insertion. The insertion site was at abdomen. Blood glucose level was 20.7 mmol/l at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient will replace supplies as necessary and resume insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.